Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; delayed and intermittent response of the up arrow, down arrow and ok buttons.. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on examination, the keypad was noted to be torn over the down arrow button. On testing, the down button had intermittent response. The remainder of the buttons responded properly. The keypad cover was removed for investigation and revealed contamination under the contacts of the up arrow, down arrow and contrast buttons.